Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted but the delivery system will be available for returned; however, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 5, 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, during removal of the delivery system, the catheter got stuck inside the stent. Reportedly, the physician made several attempts to release the delivery system from the stent but it was unsuccessful and the delivery system broke into two pieces. The physician went to retrieve the broken portion of the delivery system that was still stuck inside the stent, but it was extremely difficult to remove. The physician switched from ercp scope to an esophagogastroduodenoscopy (egd) scope and was able to successfully grab the broken pieces and removed it from the patient. Cholangiogram was performed and confirmed no defects were found. The stent remains implanted and the procedure was completed. There were no patient complication reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: patient code 1802 captures the reportable event of death. Patient code 1888 captures the reportable event of hemorrhage. Patient code 3191 captures the surgical procedure performed to remove the stent. Device problem code 2907 captures the reportable event of inner shaft/sheath detachment of device or device component. Device problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned component observed the tip of the delivery system and part of the inner member assembly were detached from the rest of the delivery system. Kinks were noted throughout the section of the detached inner sheath and a bend was noted close to the reconstrainment band. Damage was also noted in the yellow jacket. No other issues with the delivery system were noted. The report that the delivery system broke into two pieces was confirmed. The observed failures and the reported event may be related to procedural factors including the anatomy of the patient and whether the stricture was dilated prior to the placement, which may have contributed to the inability to remove the delivery system, resulting in detachment of the inner sheath section. Handling of the device during procedure, the techniques used by the user and interaction of the delivery system with the scope may also have led to the kinks in the inner sheath and contributed to difficulty removing the delivery system. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Updated investigation results from february 18, 2020: the report that the delivery system broke into two pieces was confirmed. The damages noted of the returned device most likely occurred when resistance was met during the attempt withdrawal of the delivery system. Labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Furthermore, the reported events of death and bleeding are listed within the dfu as potential adverse events associated with the used of this device. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event may be related to procedural factors including handling of the device during procedure, the techniques used by the user and interaction of the delivery system with the scope, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, during removal of the delivery system, the catheter got stuck inside the stent. Reportedly, the physician made several attempts to release the delivery system from the stent but it was unsuccessful and the delivery system broke into two pieces. The physician went to retrieve the broken portion of the delivery system that was still stuck inside the stent, but it was extremely difficult to remove. The physician switched from ercp scope to an esophagogastroduodenoscopy (egd) scope and was able to successfully grab the broken pieces and removed it from the patient. Cholangiogram was performed and confirmed no defects were found. The stent remains implanted and the procedure was completed. There were no patient complication reported as a result of this event. Additional information received on january 23, 2020. On january 23, 2020, the complainant reported that the patient was referred to surgery to remove the remaining broken part of the delivery system that was left inside the patient. The physician was able to remove the broken piece but the patient experienced a blood aneurism and bled to death. The date of the patient's death and the relationship of the aneurism and death to the stent was not reported. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b5 and h6 (patient code) have been updated with additional information received on january 23, 2020. Block h6: patient code 1802 captures the reportable event of death. Patient code 1888 captures the reportable event of hemorrhage. Patient code 3191 captures the surgical procedure performed to remove the stent. Device problem code 2907 captures the reportable event of inner shaft/sheath detachment of device or device component. Device problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned component observed the tip of the delivery system and part of the inner member assembly were detached from the rest of the delivery system. Kinks were noted throughout the section of the detached inner sheath and a bend was noted close to the reconstrainment band. Damage was also noted in the yellow jacket. No other issues with the delivery system were noted. The report that the delivery system broke into two pieces was confirmed. The observed failures and the reported event may be related to procedural factors including the anatomy of the patient and whether the stricture was dilated prior to the placement, which may have contributed to the inability to remove the delivery system, resulting in detachmenet of the inner sheath section. Handling of the device during procedure, the techniques used by the user and interaction of the delivery system with the scope may also have led to the kinks in the inner sheath and contributed to difficulty removing the delivery system. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, during removal of the delivery system, the catheter got stuck inside the stent. Reportedly, the physician made several attempts to release the delivery system from the stent but it was unsuccessful and the delivery system broke into two pieces. The physician went to retrieve the broken portion of the delivery system that was still stuck inside the stent, but it was extremely difficult to remove. The physician switched from ercp scope to an esophagogastroduodenoscopy (egd) scope and was able to successfully grab the broken pieces and removed it from the patient. Cholangiogram was performed and confirmed no defects were found. The stent remains implanted and the procedure was completed. There were no patient complication reported as a result of this event. Additional information received on january 23, 2020: on january 23, 2020, the complainant reported that the patient was referred to surgery to remove the remaining broken part of the delivery system that was left inside the patient. The physician was able to remove the broken piece but the patient experienced a blood aneurism and bled to death. The date of the patient's death and the relationship of the aneurism and death to the stent was not reported. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of inner shaft/sheath detachment of device or device component. Device problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned component observed the tip of the delivery system and part of the inner member assembly were detached from the rest of the delivery system. Kinks were noted throughout the section of the detached inner sheath and a bend was noted close to the reconstrainment band. Damage was also noted in the yellow jacket. No other issues with the delivery system were noted. The report that the delivery system broke into two pieces was confirmed. The observed failures and the reported event may be related to procedural factors including the anatomy of the patient and whether the stricture was dilated prior to the placement, which may have contributed to the inability to remove the delivery system, resulting in detachmenet of the inner sheath section. Handling of the device during procedure, the techniques used by the user and interaction of the delivery system with the scope may also have led to the kinks in the inner sheath and contributed to difficulty removing the delivery system. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, during removal of the delivery system, the catheter got stuck inside the stent. Reportedly, the physician made several attempts to release the delivery system from the stent but it was unsuccessful and the delivery system broke into two pieces. The physician went to retrieve the broken portion of the delivery system that was still stuck inside the stent, but it was extremely difficult to remove. The physician switched from ercp scope to an esophagogastroduodenoscopy (egd) scope and was able to successfully grab the broken pieces and removed it from the patient. Cholangiogram was performed and confirmed no defects were found. The stent remains implanted and the procedure was completed. There were no patient complication reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.